Event description:
It was reported that an ax55b was used during a low anterior resection. It was reported by the affiliate that during the procedure, after firing, no staples were found on the tissue or in the cartridge. There was no consequence to the pt.